Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. Additionally, it was noted that the core and polymer coating separated faces appeared kinked, jagged and torn. The reported difficulty to advance and remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove and separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the challenging anatomical conditions caused resistance between the devices likely causing damage to the guide wire which resulted in the difficulty to advance and remove. Manipulation against resistance ultimately resulted in the reported separation and subsequent noted damages. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the 90% stenosed, moderately tortuous, moderately calcified mid-circumflex artery(cx). The 014 whisper guide wire (gw) was advanced through a previously implanted stent, when it became trapped with the intravascular ultrasound (ivus) catheter. The gw was difficult to remove but was pulled out of the anatomy with the ivus catheter. Upon removal, the distal 10cm of the gw was completely severed. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.